Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient thought that their implantable neurostimulator (ins) might have moved since they were sore. The so redness had been present for at least 4 months prior to the report. The patient had an x-ray taken 2 weeks prior to the report and they were told that they had a very bad back. The patient had gotten 2 shots in their spine and 3 weeks prior to the report they got shots above their tailbone for pain. The patient used to have pain relief but at some point they could feel the stimulation but no longer had pain relief. The patient could not remember when they stopped getting pain relief. The patient noted that sometimes if they hit their implant site they would get a shock. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.